Event description:
The doctor reported, one of the scissors blades fell into the vitreous cavity during a procedure. The doctor reported that the part was removed and the pts' outcome is good.

Manufacturer narrative:
Investigation, including root cause analysis is in progress.